Event description:
It was reported that the physician found high impedance in system diagnostic results. The event was first observed on (B)(6) 2013. It was stated that "in a few days we will know surgical revision date"; however, no surgery has been performed to date. The patient has not had any fall injury or manipulation of the vns lead that could be attributed to the high impedance. The device has been programmed off. The physician believes the event is related to vns, in particular, to the surgery. Additionally, on the complaint form, the answer "yes" was provided for the question, "if an increase in seizures is being reported, is it above or below pre-vns baseline?" Attempts are being made for clarification on the increased seizure report; however, they have been unsuccessful. No additional information has been provided.

Event description:
An implant card was received which indicated that the patient underwent lead replacement on (B)(6) 2013 due to a lead discontinuity. The lead impedance was marked "high". The lead has not yet been returned to manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but dd not cause or contribute to a death.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator and lead confirmed all quality tests were passed prior to distribution.